Event description:
Foot of attachment broken and missing due to tool contact. Device was returned for repair due to broken foot on attachment. No pt impact was reported. No add'l info was available despite repeated follow up attempts. Medwatch report is being filed due to potential for this type of attachment damage to result in pt injury.

Manufacturer narrative:
Findings: report was confirmed by evaluation. The foot of the attachment was detached due to contact with dissecting tool. It was noted that the attachment was worn and the color band was faded. The attachment had been in the field for approximately 24 months without repair. The preventative maintenance/service manual for the legend system specifies service intervals for attachments based on the hospital usage level. Based on the usage level of this account, this attachment should receive factory level service on an annual basis. There is no record of factory service for this device during the previous 24 months.